Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the patient suffered from stage IV intrahepatic cholangiocarcinoma and had been treated with multiple lines of chemotherapy and targeted therapy. On (B)(6) 2024, the patient was rechecked and considered to have multiple metastases, and was treated with oral capecitabine; the patient was admitted to the hospital due to stabbing pain in the chest for 4 days, and auxiliary examination suggested that the blood potassium, blood sodium, and blood chlorine were low, and the nutritional risk screening assessment was 3 points, and nutritional supportive therapy was needed. The patient was admitted to the hospital for 4 days due to chest pain, and the patient needed nutritional support therapy. The patient's vascular condition was poor, and considering his repeated need for intravenous infusion for a long period of time, the patient agreed to have PICC catheterization for infusion, and in the process of catheterization on (B)(6) 2024, the catheter sheath was inserted with difficulty, and the front section of the connecting part of the sheath cracked with a burr when it was pulled out and reinserted, and the sheath was replaced with a new one to successfully complete the catheterization without any obvious harm to the patient for the time being. No other information was provided.